Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, dr (B)(6) at the hospital for special surgery in (B)(6) carried out an ulna shortening where the tension bolt broke during compression. The surgeon completed the case successfully by manual compression.